Event description:
It was reported that a patient came into clinic after getting a patient notifier for non-sustained rv lead noise. Capacitor maintenances were aborted due to noise. No noise was present on the lead; the device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. The reported field event of noise was confirmed via review of programmer printouts. The device was tested on the bench and found to be normal. No device anomaly was found. The cause of reported field event of noise could not be determined.